Event description:
The user facility reported that the tr band did not hold air. The procedure performed was sca. No blood loss was reported. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 21apr2025: 15ml of air were injected into the band when it was applied. The tech put the band on the patient immediately after the package was open. 15ml was injected, the sheath was taken out, the patient began to bleed immediately. The device was not manipulated before use in any way, pre-use or during storage. The product was stored in a tr band box in a cabinet prior to use. Another tr band was attempted to be used at the site before using another tr band. The patient was in stable condition with no hematoma. There was no noticeable damage to the device. Hemostasis was not achieved with the first tr band; however, after a second tr band was used, there was hemostasis. The name plate looked like the one with the hands.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed at the inflation tubing to connection tube weld. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. Upon microscopic inspection, there is a crack in the inflation tube at the connection tube weld. One tr band and inflator were returned for assessment. The sample was subject to visual analysis and no damage or deformities were noted on the band or balloon assembly. The sample was subject to leak testing and leaked at the inflation tubing to connection tubing weld. Upon microscopic inspection, there is a crack in the inflation tube at the connection tube weld. The complaint can be confirmed for air leakage issues. The exact root cause cannot be determined. Operations quality was notified. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.